Manufacturer narrative:
(B)(4). Field safety technician has been sent for investigation and found that the pump would flow correctly but the flow display would just oscillate between "txrx" and "err." It has been also found that the flow measurement board could not process the signal form multiple different rotaflow drive assemblies. Thus the failure could be confirmed. According to service order (B)(4) the flow measurement board (B)(4) has been replaced and tested for proper operation. Functionality and safety checks to factory specifications has been performed. The unit is returned to clinical service. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. A supplemental report will be provided if additional information becomes available.

Event description:
It was reported that after two hours with patient on pump, the pump stopped and the device displayed err!!ref. They manually cranked the pump until the case was completed. There was no harm to the patient. (B)(4).